Event description:
Patient was a 54 year old female (weight=97kg) under mechanical ventilation for pulmonary edema occurring during post operative septic shock. Oxygen concentration was set at 50% because pao2 was measured this very same day at 140mmhg. A bronchofiberscopic examination was performed, aiming at distal protective brushing. Although fio2 was set at 1 to minimize the desaturation which is unusual and expected in these conditions, deep desaturation occurred and lasted until ventilation was assured with a manual bag (ambu) with 100% o2. Source therefore suspected an error in the o2 setting of the ventilator and tested it with a gas analyzer, thus discovering that with an fio2 setting of 1, the effective fio2 outcome of the ventilator remained under 0.5. The incident remained without sequal for the patient but it does emphasize the need for o2 concentration monitoring in inspired air during post operative recovery.